Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Broken exeter stem. Ceramic head was also revised.

Manufacturer narrative:
An event regarding crack/fracture involving a exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device was performed as part of the material analysis: "image shows the exeter v40 stem with fracture location. On visual examination, the fracture was observed through the neck of the stem with the femoral head remaining locked on the stem trunnion." Material analysis: a material analysis was performed and concluded the following: "review of exeter v40 stem 44 mm, catalogue # 0580-1-441, lot code g3286940 confirmed a fracture through the neck of the stem. Characterisation using stereo microscopy and scanning electron microscopy confirmed the stem fracture propagated due to fatigue with the final fracture in overload. No manufacturing or material related defects were observed on the device surfaces examined." -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fractured stem. A material analysis was performed on the returned device and concluded the following: "review of exeter v40 stem 44 mm, catalogue # 0580-1-441, lot code g3286940 confirmed a fracture through the neck of the stem. Characterisation using stereo microscopy and scanning electron microscopy confirmed the stem fracture propagated due to fatigue with the final fracture in overload. No manufacturing or material related defects were observed on the device surfaces examined." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broken exeter stem. Ceramic head was also revised.